Event description:
It was reported that due to an infection the patient had his inflatable penile prosthesis (ipp) explanted. A new tactra penile prosthesis device was implanted. No additional information was reported.

Manufacturer narrative:
Event or problem description and relevant history updated.

Event description:
It was reported that the patient underwent an explant surgery of his inflatable penile prosthesis (ipp). A new tactra penile prosthesis device was implanted. The infection site was located in the scrotum, and was diagnosed one week prior to this surgery. The physician feels the device contributed to the infection, and the infection was treated with the implant of the new device. The patient is fine following this surgery.